Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer and the system was returned to a state of functionality. No additional service information was provided.